Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
Customer reports after inserting the device and confirming the position, they went to screw in the helix. After approximately two to three turns, the helix anchor was detached from the wire. This resulted in them having to remove the device, open a second kit and retrieve the detached anchor in the patient.